Event description:
It was reported that the ilet displayed recurrent alert 38 indicating a motor stall, with the device operating briefly after restarts before the alert reoccurred, and the user reported a plastic piece moving inside the pump; troubleshooting included dry run and full supply changes with new lots, and replacement supplies were sent, followed by shipment of a replacement device, consistent with a failure to infuse related to the motor component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem was identified and the issue was traced to component failure involving the motor, consistent with a failure to infuse. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.